Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire any clips. The device would not open. Unk how many clips the device fired. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Empty, device fired through lockout, anti-backup failure. Eval summary: the analysis results of the el5ml found that it was received with the jaws closed and with the orange indicator beyond its intended position. The trigger was manually assisted in order to open the jaws. The device was cycled and no clips were fed, the lockout mechanism was noted non-functional as it was fired through. The device was disassembled and the lever was noted worn out; leading the antibackup failure. No clips were found and the clip track was found damaged. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "jammed" (activation of the lock out mechanism). We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was received and no anomalies were noted during the mfg process.